Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that nine bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: ¿the problem was observed on (B)(6)2019 . No photos were taken at time of incident. There were approximately (B)(4) specimens affected that prompted us to recall the lot internally. The entire shipment was possibly affected, but we pulled the lot from use when the problem was observed to minimize patient impact, so the entirety of the shipment was not used. The problem was discovered upon preparing specimens for instrument analysis, they had filled over the appropriate threshold making them unsatisfactory for testing.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nine bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: ¿the problem was observed on 12/26/2019. No photos were taken at time of incident. There were approximately 9 specimens affected that prompted us to recall the lot internally. The entire shipment was possibly affected, but we pulled the lot from use when the problem was observed to minimize patient impact, so the entirety of the shipment was not used. The problem was discovered upon preparing specimens for instrument analysis, they had filled over the appropriate threshold making them unsatisfactory for testing.¿